Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 20.65 miu/ml accompanied by a data flag. This value was reported outside of the laboratory to the patient. The sample was repeated on (B)(6) 2017, resulting as 0.100 miu/ml accompanied by a data flag. The repeat result was believed to be correct. The patient was also tested in three different laboratories using unknown analyzers and all results were < 1.2 miu/ml. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 17982503. The reagent expiration date was asked for, but not provided. The field service engineer performed semi-annual maintenance on the analyzer. He performed an adjustment of the photomultiplier tube high voltage, ran an initial blank cell calibration, and ran performance testing. He ran quality controls and these passed.

Manufacturer narrative:
The patient sample was repeated a second time on (B)(6) 2017, resulting as < 0.100 miu/ml. The customer normally tests hcgb on the e411 analyzer, but all results are now being confirmed using a second methodology. The field service engineer also checked probe and gripper adjustments. He cleaned and lubricated the mechanisms. He ran a system volume check. All tests were re-calibrated. Calibration signals were within expected range. Quality controls tested on (B)(6) 2017 were within range. A specific root cause could not be determined based on the provided information. A general reagent issue was excluded. Possible root causes for this event may be insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte.